Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the stapler was fired one time in the proximal rectum with a reload. The stapling was correct, but after that, the surgeon fired a new reload in the distal rectum and the stapler partially fired. The surgeon replaced the device with a new one. The stapler made a strange noise since the beginning, and the opening and closing was less gradual, more abrupt. There was no medical intervention or patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.